Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot#: j0454615v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot#: j0454615v, implanted: (B)(6)2005, product type: lead. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(4), ubd: 08-dec-2008, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 27-oct-2008, UDI#: (B)(4) ; product ID: 748240, serial/lot #:(B)(4), ubd: 08-dec-2008, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 27-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient fell on (B)(6) 2019. Sister/caregiver is concerned that the system was damaged. The sister said the patient has had "a lot" of falls recently. She said the patient's health has "slipped considerably." Diagnostics/troubleshooting included trying to talk managing neurologist through a lead connection check while patient was in doctor's office, but was unsuccessful. Got an error message. Interventions/actions included neurologist asking the rep to see the patient on friday to interrogate patient's dbs system. She said she had let battery of her own tablet programmer go down to 0%, and she was unwilling to use the 8840 because she did not want to delete patient's session history from his ipg. The issue is not yet resolved. The session report revealed all impedances were good. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause was not determined. No interventions/actions were taken that they are aware of. This was not confirmed with the physician as they did not talk to them over the weekend.